Event description:
It was reported through instagram that a pod "exploded" and was smoking. As this was reported on social media no additional information was able to be obtained. If the customer reaches out and provides additional information we will submit a follow up report.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.